Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional evaluation summary: the actual sample was not returned for evaluation. Retained samples have been evaluated by appearance and knot pull tensile strength and no issue was found. The root cause was not determined.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2019 and suture was used. The suture was broken when ligating hernia sac with suture during the hernia repair. The tension of the suture was questioned. Changed other suture product to complete the surgery. There was no adverse patient outcome reported. No additional information could be provided.